Event description:
A patient reported blood glucose results of 10.6 mmol/l with a lifescan meter and 6.4 mmol/l on laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. Meter was replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject strips for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection. Lifescan will inform FDA of the results in a supplemental report.